Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: moisture evident behind display lens. Due to internal moisture damage pump powers to verify screen with a audible tone, vibration, a multi-colored distorted display and a unresponsive keypad. Display lens scratched in field of view. Investigators were unable to complete or "pass" the following checklist steps due to unresponsive keypad / internal moisture damage. Battery compartment crack observed below grip pad. There was evidence of moisture contamination throughout inside of pump.